Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lower extremity weakness. The right atrial (ra) lead exhibited undersensing and lead position check failure. The implantable pulse generator (ipg) exhibited suspected malfunction. The ra lead and the ipg remains in use. No further patient complications have been reported as a result of this event.